Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The cgm was connected to the patient´s insulin pump and administered automated insulin based on the cgm reading which was 22.2 mmol/l. The pump gave the option for the patient to administer a corrective insulin bolus and the patient did. Within 5 minutes after the treatment the cgm reading decreased to 8.0 mmol/l, which lead the patient to experience a severe hypoglycemia and seizures. There was no information about the treatment administered for hypoglycemia. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.